Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon review, the pulse generator was in back-up vvi mode. Due to low battery status of reaching normal elective replacement indicator, a download was not performed. The device was explanted. The patient was discharged the same day.